Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges she was on a transport bus riding in her chair when the bus slammed on the brakes and the seat belt malfunctioned (the strap came loose) and she slid from chair.

Manufacturer narrative:
The provider replaced the lap belt. The unit is working properly.

Event description:
Alleges she was on a transport bus riding in her chair when the bus slammed on the brakes and the seat belt malfunctioned (the strap came loose) and she slid from chair.